Manufacturer narrative:
(B)(4). (B)(6). There was no contact complete address provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not functioning could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the lower trigger was jammed in the run position and the device ran on its own in the ¿on¿ position. It was determined that the coupling head malfunctioned and would not accept the gauge. It was further determined that the electric motor had an unusual vibration. It was observed that the device had corroded contacts and a worn coupling head. It was further observed that the device had worn trigger components. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device was not functioning. During in-house engineering evaluation, it was observed that the lower trigger was jammed in the run position and the device ran on its own in the "on" position. It was further determined that the electric motor had an unusual vibration. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.